Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Upon review of merlin.net transmissions for atrial tachycardia/atrial fibrillation episodes, there was r-wave amplitude variation on the right ventricular lead. No intervention was reported. The patient was in stable condition.

Event description:
New information received notes the device will not be returning.

Event description:
New information notes correct serial number and model of device.